Event description:
A multiple positvely biased tsh results on patient samples. The results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.